Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system would not power on. Multiple working batteries were used; however, the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform not powering on could not be confirmed. A review of the archive shows that the platform was never used or powered on by the customer since it was shipped from the manufacturer on 10july2012. The platform was functionally tested for 20 minutes with a test manikin and 7 additional minutes with a large resuscitation test fixture (lrtf) with no faults were found. The platform was also powered on/off with multiple reference batteries successfully. The platform performed as intended during evaluation and passed all testing criteria. Per the autopulse user guide, the user should periodically inspect the autopulse system to ensure the device's functionality.